Manufacturer narrative:
(B)(4): eval, method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn) - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated, the surgeon attempted to insert a cc4204a collamer aspheric single piece lens and the lens was torn. There was no pt contact. Add'l info has been requested but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be submitted.